Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2023 to treat shoulder pain. In (B)(6) 2025 the patient was scheduled for an MRI of the head for an unspecified reason. During the pre-MRI impedance check, the nalu system returned an open circuit error on one contact and the patient was unable to move forward with the MRI. The patient reported that the system was providing pain relief intermittently with an overall 50% improvement when being worn. Options for correcting the issue were discussed and the patient elected to have the system removed. A full system explant was performed on (B)(6) 2025 and all components were retained or discarded by the medical facility and not returned to the firm for inspection.

Manufacturer narrative:
Prior to the pre-MRI check, the patient had not reported any issues with the nalu system. Onset date of the reduced therapy is unknown. There are no reported events (falls, excessive activity, etc) that correlate with reduction in therapy. The most likely cause of the open circuit reading is a fractured internal component that is not readily visible to the naked eye. The shoulder area is a highly used and highly mobil joint and it is likely that repeated motion during the more than 16 months of use led to a partial component fracture. The explanted components are not available for inspection for confirmation of the failure cause.